Event description:
The customer had changed the batteries and the meter was not counting down. Customer service had the customer take the batteries out, wipe them, and then put them back in the meter. When the meter was powered on, it was discovered that the top half of the segments were missing. It was not clear how long thesegments had been missing. The meter is to be returned for evaluation, and a replacement meter will be sent.